Event description:
A 2-level acdf was performed on (B)(6) 2011 using helix acp system. During routine 3-month follow up ((B)(6) 2011) review of radiographs noted the inferior screws had loosened. The pt is a (B)(6) male. Radiographs taken on (B)(6) 2011 and at 5-week follow-up visit the screws appeared to be intact. The pt remains asymptomatic. Revision surgery is not planned; surgeon plans to monitor pt status.

Manufacturer narrative:
(B)(4). Review of the radiographs provided suggest that the screws in the inferior plate holes were not locked fully. Pt anatomy and/or bone integrity may be contributors. Root cause is not known. When add'l pertinent info becomes available, a follow-up report will be filed. Review of labeling notes: "potential risks identified with the use of this system, which may require add'l surgery, include: bending, fracture or loosening of implant component(s)." Nonunion or delayed union..." "Any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited to: cancer, fever, metal illness, alcoholism or drug abuse, osteoporosis or osteopenia..."